Manufacturer narrative:
H4: the lot was manufactured on september 2022. H10: the device was received for evaluation. A visual inspection was performed and revealed a defective filter. The reported condition was verified. The cause of the condition was due to a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set with filter mirafilter IV was damaged; further described as, ¿filter is damaged inside the package as if it had been stabbed¿. The issue was observed during an unspecified process step. There was no patient involvement. No additional information is available.